Event description:
It was reported that the patient experienced muscle stimulation post implant procedure. The lead had exhibited no sensing and capture due to dislodgement. The lead was explanted and replaced. The patient's condition during and post procedure was stable. The patient was to be followed-up normally.